Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter sales rep reported to baxter product surveillance of an incident that when a secondary set was connected to the primary, leaking occurred at the tubing of the primary set at an unknown y-site. A chemotherapeutic drug possibly burned the y-site of this set; but it was not confirmed for this set. This occurred during an infusion; there was no patient injury / medical intervention involved. There was no report of concommitant products being utilized. The medication being infused was unknown. The sample is not available for evaluation. It is unknown when exactly this condition occurred relative to the infusion. No additional information is available.